Event description:
The customer reported there was a problem with the audio alarm. The customer support engineer inspected the device and could not verify any alarm malfunction. However, cse replaced the audio alarm assembly and power switch as a precautionary measure. The unit passed extended self testing. It is not verified that the audio alarm was out of spec, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.